Event description:
It was reported that the ilet displayed a persistent restart alert 32 related to delivery motor communication, and the user could not access the change cartridge and tubing or other menu options; device restarts did not resolve the malfunction. No reported adverse clinical effects. Outcomes included no impact to the user¿s health. Investigation included technical troubleshooting and user education by support staff. Investigation of this case revealed a device malfunction consistent with a delivery motor communication fault that did not clear with standard restart procedures. It was concluded that the device experienced a malfunction of the delivery motor communication and a replacement device was provided.